Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent direct stenting of the 2nd obtuse marginal and the distal rca with two xience v stents. In 2009, the patient experienced chest pain with arm discomfort that radiated into the legs and jaw [angina] occurring with minimal exertion. The patient was hospitalised four days later, and underwent percutaneous coronary intervention due to in-stent restenosis within the proximal end of the xience v stent that was implanted in the distal rca. The patient was discharged home the following day. No additional event or patient information is available.